Event description:
It was reported there was a surging sensation and stimulation toggling on and off, specifically while the patient was driving their car that had a radar/scrambler installed in it. It was noted this occurred sometimes in the patient's home but mainly in their vehicle. It was also noted this had been happening for the last few months. It was noted they had turned adaptive stimulation (as) off a couple months prior because they thought it may be the cause. It was also noted they deleted the program and reprogrammed the patient. The patient was going to disconnect the radar/scrambler. Patient was happy with stimulation and it was working besides this issue. It was noted the patient was using the implantable neurostimulator (ins) 100% of the time. Follow up reported adaptive stimulation was turned off. There were no malfunctions seen or the cause of issues determined. There were no interventions taken or planned. The patient had not reported any issues with their device.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the past few months the patient had been experiencing a surging sensation and the stimulation was toggling on and off when the patient was driving in his car that had a "radar/scrambler" installed in it. The stimulation issues would also occur while the patient was in his house, but would mainly occur while the patient was in the vehicle. It had been thought that the adaptive stimulation (as) may have been the cause of the stimulation issues. When the patient was at home and the as had already been programmed, the as was malfunctioning as the stimulation amplitude went up after the patient had tried to turn it down. The patient had been in the hospital when he met with a manufacturer representative. The manufacturer representative had tried to turn the as off, but instead the amplitude again increased, which caused the patient's legs to "jump around like a frog." The stimulation was very painful and uncomfortable. The manufacturer representative had attempted to reprogram the as, but that didn't work and only caused the patient more pain so, the manufacturer representative deleted all of the as programs and disabled the as. The patient had been using manual stimulation since having the as disabled. The patient was also going to disconnect the radar/scramble to prevent the issues from happening again. The patient was reprogrammed and was happy with the stimulation besides the issues he had experienced. The patient had not reported any further issues with the device or radar detector and no further interventions were planned or taken.